Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt, and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that a pinhole was on the balloon, as confirmed by a photo of the complaint device submitted by the customer. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that a pinhole was on the balloon, as confirmed by a photo of the complaint device submitted by the customer. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. The balloon lumen was occluded and could not be unblocked, likely due to dry contrast. A microscopic examination of the balloon found a pinhole near the proximal ro marker, which confirms the reported event of balloon pinhole. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.